Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The breakage of the instrument occurred during the intervention of gastroresection and more precisely during the screwing of the knob for the packing of the triangle in cavities. The breakage of the instrument did not cause problems to the patient, but it lengthened the time of execution of the surgical operation. The customer reports that since the first use of the retractor, a difference in closure has been noted with respect to the other retractors equal in use for years in the same hospital; probably this diversity was already characterized by a basic defect that was then manifested with the final rupture of the instrument. No serious injury, no death or erroneous results, the doctors had to change the management of the intervention, with a lengthening of the operation, the instrument was then sterilized, no medical intervention/needle stick, no safety issue or other actions taken. The customer reported the protective sleeve was used at the facility and the lot is c17.

Manufacturer narrative:
(B)(4): device manufacture date: march 1, 2017 or march 27th, 2017. One (1) retractor, 60mm triang were reported as the complaint. The complaint sample was not received, but the sample¿s photos were sent. Lot code information was provided as c17. The photos provided verified that the sample was a c17 date code with the part number of 89-6109, in which the cable was severed. All of the sample¿s pictures were taken through a sterilization pouch. Further analysis was conducted via the photographs provided. The sample was reported to have broken in use. Visual observations showed a frayed cable below the top bead. The cable was observed to have a significant amount of slack in the photograph. The beads were still on the sample, covering the majority of the cable and the nitinol wire. The protective sleeve was not on the instrument inside of the sterilization pouch. Root cause of failure mode cannot be determined based on limited information provided. No sample was received for evaluations, which limited the information possible to receive. Without the sample, the device could not be manipulated to gain information on the failure mode, which could include the following: location at which the cable broke, condition of the nitinol wire, condition of the beads, and type of break across the cable. Device history records for the sample was reviewed: all work instructions were completed accordingly. Qa inspections were performed. Root cause could not be determined based upon no sample returned for evaluation and verification. Photos returned were inconclusive to a specific root cause. No device returned.